Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after 5 minutes of use, the surgeon removed the wand from the shoulder and placed it on the drapes of the patient, it was noticed that the device was stuck in the on position. The surgeon picked up the wand and pressed the black button and it stopped. They tried to continue to use the product but the werewolf generator kept defaulting, so they opened another wand without incident. Non-significant delay was reported, and no patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.